Manufacturer narrative:
Patient identifier was not made available to the manufacturer from the clinical site. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg implant site. Surgical intervention may take place to address the issue at a later date.